Event description:
The customer reported the ventilator alarmed when powered on due to a pressure sensors failure. As reported, a pressure sensor failure may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence during use in normal ventilation mode. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The customer reported the unit was not in use on a patient therefore there is no patient involvement or harm. The manufacturer's field service engineer was able to duplicate the reported problem. The service engineer replaced the gas delivery system and the data acquisition pcb to motor controller pcb cable to address the reported problem. Performance verification testing was completed and passed to operating specifications.

Manufacturer narrative:
Gas delivery system.